Event description:
It was reported that during an unk procedure, the device cut, but did not staple. This resulted in bleeding. The pt had to have a blood transfusion. The surgeon hand sutured to complete the procedure and it was extended 60 minutes. The pt was in the ICU for 3 days before he was released.

Manufacturer narrative:
Info anticipated, but unavailable at this time.